Event description:
The complainant contacted the local leica tac helpdesk engineer - pathology by telephone and reported that tissue samples, which had been processed using peloris ii rapid tissue processor serial number (B)(4), were "brittle and a little over processed". On 27 february 2021, leica biosystems (B)(4) received information from the local leica tac helpdesk engineer - pathology reported by the complainant that the tissue samples involved in this event were derived from the "8 hour overnight" protocol, which started on (B)(6) 2021 and completed on (B)(6) 2021. The tissue types/sizes of the affected samples were detailed as "varied, mix of gi biopsies up to placenta sections". On 26 february 2021, the local tac helpdesk engineer-pathology documented the following information: "customer does not believe that any patient will require a re-biopsy due to this failure." On 27 february 2021, leica biosystems (B)(4) received the following information from the local tac helpdesk engineer-pathology: "customer told me that they believed that the tissue is diagnosable."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "gosh protocol long process" protocol comprising seven (7) cassettes, which started in retort b at 16:08pm on (B)(6) 2021 and completed at 07:30am on (B)(6) 2021. - the "gosh protocol long process" protocol, which is of 56 hours and 24 minutes (2 days, 8 hours and 24 minutes) duration, has been validated for use by the laboratory since 30 april 2018; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to use of this protocol. - all reagents used for the "gosh protocol long process" protocol started in retort b at 16:08pm on (B)(6) 2021 had been used for at least two (2) previous processing runs without reported incident. Investigation of this complaint found that the instrument operated within specification during execution of the "gosh protocol long process" protocol started in retort b at 16:08pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the local leica tac helpdesk engineer-pathology details that the tissue types/sizes of the affected samples were detailed as "varied, mix of gi biopsies up to placenta sections". Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the specific maximum thickness/dimensions of the tissue samples exhibiting sub-optimal processing was not specified, the information provided by the local leica tac helpdesk engineer-pathology in association with the manufacturer recommendations detailed above indicate that the "gosh protocol long process" protocol with a duration of approximately 56 hours is not appropriate for tissue types/sizes detailed as "varied, mix of gi biopsies up to placenta sections", which the complainant reported as "brittle and a little over processed". The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the tissue types/sizes of the samples being processed.